Event description:
Account alleged that a staff member tripped on the pt pendant cord and fell. The staff member was injured due to the fall. The account refused to release any more info about the staff member involved in the event.

Manufacturer narrative:
There is a potential trip hazard with our pt pendant cord if the cord management device is not being used. The potential hazard exists when the cord management clip, which is part of our pt pendant cord, is not attached to the bed linen as specified in the installation instructions. If the pt pendant cord management clip is not used the pt pendant cord will loop and rest on the floor beside the bed, presenting a potential trip hazard. Action taken: a modification to the manufacture process and to the installation instructions has been implemented to reduce the length and the size of the loop of the versacare pendant cord. The customer notification letter has been issued to consignees informing them of the potential risks, with the request that they follow the enclosed instruction immedicately. The customer notification also requests that each customer inform hill-rom of completion of the correction to the product. Please reference hill-rom MDR 1824206-2006-00038. The account did not know the serial number of the bed involved with the event. The mod was in progress when the fall occurred. The account does not know if the bed involved with the incident had the mod performed. However, as of 12/06/2006 the mod was complete on all the versacare beds.